Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy. The indication for use was intractable spasticity. It was reported [the device] was removed due to infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was seen in the emergency room for infection on (B)(6) 2016 for infection. The infection was a post-replacement infection in the pump pocket. There was no infection at the post-op visit; the patient was seen in the emergency room one week later. It was noted that the patient was also found to have a urinary tract infection (uti). The pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.